Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 28 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the mid stent region lifted and pulled distally. The undamaged crimped stent was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no issues. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted.

Event description:
Reportable based on device analysis completed on 17-jun-2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the modetately tortuous and severely calcified left anterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.